Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint : (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 01 october 2019 for MDR reportability. On (B)(6) 2016, the patient underwent total right knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and depuy cement x 1. On (B)(6) 2018, the patient underwent a right knee revision due to loosening, superior patellar quad fragment, and questionable partial tear, swelling, stiffness, and pain. The surgeon reported some atrophy and a small indentation at the superior pole of the patella, adjacent to a superior quad bony fragment. He indicated a synovectomy was performed with specimens tested with negative results for infection. The surgeon reported there was poly wear under the base plate. He noted there was component lift from the tibial tray and no cement fixed to the tibial component. The surgeon indicated an overstuffed patellar button and was revised. He indicated some osteolysis around the femoral component after removal. He reported the cement was not well-fixed to the bone. The patient was implanted with a competitor system and there were no complications to the procedure. Doi: (B)(6) 2016 . Dor: (B)(6) 2018 (rt knee).